Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed as hardware low level failures. Customer was able to successfully cleared the alarm and completed insulin pump rewind also. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.